Manufacturer narrative:
(B)(4). D10: 010000857 g7 neutral e1 liner 36mm e (B)(6). 51-101100 tprlc 133 fp type1 pps ho 10.0 (B)(6). 110017103, g7 finned 3 hole acetabular shell 52e, lot 6401769. 650-1067, cer option type 1 tpr sleve +3, lot 2938731. 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot 64213160. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that six years ago the patient underwent initial right total hip arthroplasty. Four years later the patient presented for an office visit due to severe right inguinal pain. The patient reported she had started pilates and new exercises. X-rays showed the implants were in satisfactory position without complications. The patient was diagnosed with hip flexor tendonitis, instructed to limit exercises for two weeks, and was prescribed an oral steroid dose pack. The patient did well until a year ago, when reported to the care team of worsening groin pain along with difficulty raising leg. The patient was given an ultrasound and fluoroscopically guided right psoas bursa injection. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Medical records were received and reviewed by a healthcare professional. Reported event was confirmed by review of medical records. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.